Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 18309938, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site was draining. Infection was suspected. The symptoms included an open incision and bleeding with dark red drainage. The patient was admitted in the hospital and was administered with intravenous antibiotics and underwent an explant procedure. The physician believed that the infection was a result of the incision that had continued to bleed and drain following the surgery without them being notified. The exact cause of infection was unknown.